Event description:
Patient was in cardiac arrest with CPR being performed. Crew arrived and took over CPR. IV was attempted and failed. Nio was brought out, site located and when we spun the top on the nio to unlock it, it was tight to turn. Pressure placed with dominant hand, other hand stabilizing nio. Nio did not deploy, second crewmember attempted to deploy it and it did not work. Second nio was brought out and the same thing happened. Top was tight to spin and it did not deploy for either the rn or aemt. Manual io was placed in this patient first attempt. CPR continued. Patient died. One of the nio that did not deploy was brought back to the station and is currently being sent back with the provided shipping label.